Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to stenosis and increased gradients of approximately 40mmhg gra dient across the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 1 month post implant of this 20mm pulmonary bioprosthetic valved conduit in a pediatric patient, the device was replaced valve-in-valve with an 18mm transcatheter pulmonary valve (tpv) for unknown reasons. No additional adverse patient effects were reported.